Event description:
It was reported that during a therapeutic procedure, the subject device had a loose connection. There was about a 15 minute delay reported. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, h3, h4, h6, h11 the device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the r-unit is broken and therefore stripes in image occur, the lg-bundle of the video cable section is broken and therefore the light transmission is lost or too low, the fiber bonding in the outer tube area (distal end) is damaged, the outer tube has a dent. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the picture/video triggering automatically could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during a therapeutic procedure, the subject device had a loose connection. There was about a 15 minute delay reported. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.